Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular (rv) lead was oversensing noise which led to pacing inhibition. The rv lead was capped and replaced on (B)(6) 2023. The patient had no adverse consequences.